Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, (B)(4) has been referenced in the conclusions section of evaluation codes. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that during a thoracic endograft procedure, the physician said that the valve was leaking abnormally from the valve. The reported blood loss was less than 250 cc. It was reported that the patient is fine. It was reported that the procedure outcome was completed.

Manufacturer narrative:
This report is being submitted to provide the completed investigation results. The evaluation of the actual device could not be conducted due to the device not being returned.